Manufacturer narrative:
The customer was contacted for the return of the suspect electrodes. The electrodes were not returned for evaluation. Instead, a retained sample was obtained and evaluated. A thorough evaluation of the retained sample did not find any discrepancies. The customer received a replacement set of pads. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated device displayed a "check pads" message using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.